Event description:
A rondo 3 device with a damaged housing and a leaking battery was found at service _ repair. Further information has been requested.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A rondo 3 device with a damaged housing and a leaking battery was found at service _ repair. According to the field there was no indication that the device had a damaged housing or that the battery was leaking, only reduced battery life was noticed. The user was in no way harmed by the battery leakage.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor a damaged housing and a leaking battery was detected. The electrolyte corroded the silicon sleeve of the battery and oxidized a few parts. It can be assumed that the damage to the rechargeable battery inside is caused due to mechanical stress. This is a final report.